Event description:
It was reported that the tubing of a non-dehp y-type catheter extension set was ¿pulled out¿ while turning the patient to a prone position. The reporter stated that this was due to ¿the pigtail catching on the blanket.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.